Event description:
It was reported that the patient's unit was shutting down with a fully charged battery and was receiving the low oxygen error message. The patient's husband also stated that the patient has had to visit the ER a few times due to the same issue and is now prescribed albuterol. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 29-jan-2026. The unit came in for the return reason for service needed is confirmed since feed waste manifold fail for valve stuck, which is possibly caused due to zeolite dust inside the valve. The inogen team attempted to contact the patient for further information three times with no response.